Event description:
During a right femur im nailing, the distal end of the starter wire broke off in the femur. The broken tip was retrieved and given to charge nurse.

Event description:
During a right femur im nailing, the distal end of the starter wire broke off in the femur. The broken tip was retrieved and given to charge nurse.